Event description:
It was reported that during a tonsillectomy repeated blocking was encountered before the wand stopped working resulting in a surgical delay and poor coagulation. There was a 30-min surgical delay encountered due to the wands performance. The procedure was completed during a different instrument. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt weight was not made available.